Manufacturer narrative:
According to the complainant, she had turkey, brussel sprouts and half of a fruit cup for dinner approximately at 4:00pm the day before. She also reported that she "..did not eat or test after that..." The complainant reported that "..she took her normal dose of metformin 1000mg after testing as she normally does..." Approximately around 8:40am because she was "concerned" of the high blood glucose reading the complainant's son drove her to the emergency room. According to the complainant, "...she did not eat before going to the hospital. Once consumer arrived to the hospital approximately at 9:00am the doctor tested the consumer twice within 10 minutes using their unk meter. (B)(6). The consumer was not treated by the doctors while she was in the ER, she was kept in the ER to be observed. The complainant stated that she requested to have something to eat at the ER and they gave her crackers with peanuts. Before consumer being discharged the doctor tested her sugar using their unk meter: on (B)(6) 2016 @ 1:05pm bg 120. The doctor advised the complainant ".. That she is doing good and to follow up with her hcp if she has further concerns... " failure analysis of the returned device revealed that the nova max glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert) this is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. .during the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial.

Event description:
Consumer called in reporting a high blood glucose reading. Time and date stored in the meter's history is incorrect. On (B)(6) 2016 @ 3:34pm blood glucose 413 mg/dl - correct date/time: (B)(6) 2016 @ 7:45am.